Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d1, d2, d4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Photo analysis device patch with lot number 2673188 and catalog number mx-290. Visual analysis of the photographs identified: ¿ rupture: not observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device has been explanted and replaced with another manufacturer's device.